Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarms was confirmed and reproduced. It was caused by a failed upstream sensor. The upper and lower reading on the ultrasonic sensor with a fluid filled tube was found to be below specification. As a result, the upstream sensor was replaced.

Event description:
It was found during testing that a pump was alarming for an upstream occlusion. There was no patient involvement since the error was found during testing.